Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, vessel dissection occurred. Per the procedure notes, the physician accessed the lesion located in the right coronary artery (rca) with a guidewire, and then advanced a 3.00x20mm non-bsc balloon to the mid rca. The balloon was inflated at 12 atms for 20 seconds, and then again at 12 atms for 20 seconds. The balloon was removed back into the catheter and then re-advanced to the lesion where it was again inflated at 12 atms for 20 seconds. A 2nd wire was inserted into the rca, and a 2.5x15mm non-bsc balloon was inserted into the distal end of the rca lesion, where it was inflated at 13 atms for 20 seconds. The balloon was removed and a 3.50x28mm taxus express2 drug eluting stent was inserted into the mid rca, where it was deployed at 13 atms for 20 seconds. There was an edge dissection in the rca. A 3.75x15mm non-bsc balloon was inserted into the distal end of the stent in the rca and inflated at 13 atms for 20 seconds, and 13 atms for 20 seconds, then moved to the proximal end of the stent and inflated at 14 atms for 20 seconds and 14 atms for 20 seconds. The balloon was removed and a 2.5x15mm maverick balloon was advanced distal to the stent and inflated at 10 atms for 10 seconds and removed. A 2.00x15mm non-bsc balloon was inserted distal to the stent and inflated at 10 atms for 15 seconds and 12 atms for 20 seconds. The physician attempted to advance a 3.15mm non-bsc stent but was unable to cross the lesion. The 2.5x15mm maverick balloon was inserted back to the distal rca and inflated at 14 atms for 20 seconds and then removed. At this point a medical transfer helicopter was called and the pt experienced chest pain with st elevation. It was determined that the pt would undergo a coronary artery bypass graft (CABG) to treat a dissection in the rca. The physician again attempted to deliver a 3x8mm non-bsc stent but was unable to cross the rca, and the pt was transferred to surgery. The pt condition is reported as stable post-surgery.